Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2023. During the procedure, when the guidewire was placed inside the patient, the core wire broke. Reportedly, the kidney and ureter were examined, and there were no signs of any retained wire fragments. The procedure was completed with same original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of corewire break.